Event description:
The report received from the field indicated that during carotid artery stenting, the re-capture sheath of the 4 mm. Angioguard embolic protection device became caught on the precise pro stent and became ripped/torn. A piece became dislodged and was not able to be retrieved. There was no reported harm to the patient as a result of the reported product issue. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received indicated that during carotid artery stenting, the re-capture sheath of the angioguard embolic protection device became caught on the precise pro stent and was ripped/torn. A piece became dislodged and was not able to be retrieved. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non sterile unit of angioguard rx 4mm basket, medium support was received coiled in a plastic bag. Components received were angioguard system and capture sheath. Angioguard was found inserted in the capture sheath at guidewire exit port, bend condition was observed in the delivery wire at 7 cm from proximal market band of filter basket, also a bend was observed in the coil tip. The filter basket was received deployed without any visual damage. The capture sheath presented a split in distal end and dry blood residuals. A coil dispenser lab sample was used since the involved coil dispenser was not returned for analysis; the capture sheath was loaded into coil dispenser and was flushed without any difficulty, then was removed from coil dispenser and the angioguard was inserted and was attempted to load it, but could not be loaded correctly due to the split condition; therefore a capture sheath lab sample was used and the angioguard was loaded successfully. Capture system damaged area was observed under vision system and pictures were taken, the filter basket components (filter membrane, filter struts and struts marker bands) were inspected and no damages were observed on them. Capture sheath was sent to sem analysis in order to determine the cause of the split condition found during analysis, the results indicate that: "the body external surface presented evidence of elongation at the surroundings of the separation, also evidence of twisting was observed on the braid wire. The fracture surfaces for the braid wire showed evidence of ductile dimples. Elongation and ductile dimples are common characteristics of pieces which were stretched/ pulled until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined". Lake region lot number 10037432 is cordis lot number 70711477. Per lake region report c 11,694 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10037432. This packaging lot contained 53 units, which were shipped from lake region medical on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "capture sheath/ separated-in patient" was confirmed during analysis due to the capture sheath presented a split in distal end; however it does not appears to be manufacturing related of the product; procedurals factors may have been contributed with this event. The reported failure by the customer as "capture system/ withdrawal difficulty-snagged/caught on stent" was confirmed during functional analysis, since, this condition is related to split of the capture system distal end, also two bents conditions were observed in delivery wire during product analysis. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. There is not enough information to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.